Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an unopened bd alaris set that appeared to have a hair inside. The following information was provided by the initial reporter: verbatim: staff found an unopened IV tubing that appeared to have a hair inside.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 15-jun-2022. H.6. Investigation: a complaint of a hair being found inside the packaging of a set was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A hair could be seen inside the sealed packaging. A device history record review for model 2420-0500 lot number 22013014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was determined to be an error in the manufacturing process.

Event description:
It was reported that there was an unopened bd alaris set that appeared to have a hair inside. The following information was provided by the initial reporter: verbatim: staff found an unopened IV tubing that appeared to have a hair inside.